Manufacturer narrative:
Concomitant medical products: nv crown cup clstr hole 52mm group 2 (cat# 180-01-52 / serial# (B)(4)). Biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). Element-stem, collared w/ha, std offset, sz 13 (cat# 164-03-13 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) female patient requited revision hip surgery due to wear debris/osteolysis. The cup and liner were revised to another system. The stem remained in place. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information. (H3) the revision reported may have been due to a combination of the risk factors such as use error, implant positioning, implant size selection, patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), and/or surgical approach, which led to prosthesis wear and osteolysis. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. A risk assessment has been initiated to escalate this issue.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Event description:
It was reported via legal documentation that approximately 90 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.